Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient's pump never worked for her. There were no factors that contributed to the issue and no diagnostics/troubleshooting was performed. The issue was not resolved at the time of the report. The pump and catheter were both explanted.